Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl defibrillator did not deliver the correct amount of joules based on the reaction from the patient. There was no negative patient impact. Another device was used to treat the patient.